Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced worsening back and leg pain. It was also stated that the patient was having issues with battery staying charge and the ipg was non functional. The patient underwent an ipg replacement procedure.